Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part: 02.124.414, lot: 9391898 , manufacturing site: mezzovico , release to warehouse date: 20. March 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the complained plate shows that there are mechanical damages on entire part's surface. In particularly several conical threads were found badly damaged. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Drawing/specification review as indicated in the manufacturing documents, the correct material (semi-finished part: 60067383) was used according iso 5832-1 specification. Furthermore, the damaged threads were inspected before the part left manufacturing site. Therefore, we can declare that these damages were clearly caused post manufacturing. Summary: our investigation has shown that the plate is damaged and therefore this complaint will be rated as is confirmed. Because of the damage, it is not possible to measure the relevant dimension. Considering that all the va holes of the plates are manufactured in the same production step and tools (repeated features), the conformity of the undamaged holes indirectly demonstrates the conformity of the damaged hole. Multiple factors can lead to the damages. These factors include but are not limited to: wrong torque or angulation of the screw during insertion. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hrs, hwc. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision periprosthetic fracture on (B)(6) 2018, wherein the following implants were removed: one (1) variable angle locking compression plate (va lcp) condylar plate and ten (1) locking screws due to the patient's clear non-union on the right distal femur above the knee prosthesis. It was also noted that nine (9) of the ten (10) screws were seen to have backed out. The one (1) screw that did not back out was posterior to the femoral shaft and was not in the bone. It was noted that the screws may not have been torqued properly during the initial procedure. The patient was revised to an unknown 95 degree angle blade plate. The removed plate and screws were originally implanted approximately 1 year prior to removal. There was no surgical delay reported. The patient outcome was good compression across non-union and bone graft after insertion of angle blade plate. During initial inspection of the returned devices, it was noted that the threads of the va lcp condylar plate are damaged. This report is for one (1) va lcp condylar plate. This is report 11 of 11 for (B)(4).